Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient passed away on (B)(6) 2025 while at home on hospice. The cause of death was a stroke. The device operated as expected. The outcome was not considered device or therapy related. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with right sided weakness and intelligible speech. A computed tomography (CT) scan showed suspicion for an evolving left middle cerebral artery (mca) territory stroke with a hyperdense left mca. It was noted that the patient's international normalized ration (inr) had been subtherapeutic since on (B)(6) 2025. The patient was given a computed tomography angiography (cta) scan, and no acute hemorrhage was found. The patient was taken in for a thrombectomy. The embolic stroke later converted to a hemorrhagic stroke. The patient was intubated in the intensive care unit (ICU) and is able to follow commands with their left side but remains unable to follow commands with their right side.